Event description:
It was reported to philips that the paddle recognition problem. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. It was confirmed that the external paddle will need replacement. The customer was sent replacement external paddle. The device remains at the customer site and no further evaluation is required at this time.